Event description:
The facility returned the device for service with the report of "check accuracy". Information regarding whether or not the device has been in use on a pt when this failure occurred was not available, no additional contact information was provided. The hospital representative stated there have been no reports of any pt incident involvin this pump since the last baxter service event.